Event description:
Reporting status: serious injury. Reporting rationale: stent embedded in unintended site. Device issue: stent dislodgement. It was reported that the procedure was to treat the stenosis in the mid and distal lad. An attempt was made to place the vision stent, but it would not cross. As the stent delivery system (sds) was being removed, the stent was stripped off the balloon and floated into the distal lad. Another company's balloon was used to complete the stent against the vessel wall. No additional event or pt information is available.

Manufacturer narrative:
Quality engineering determined that the stent dislodgement may have occurred as a result of resistance encountered during the failed attempt to cross the stenosis. All online testing for the lot in question met stent security criteria, which would indicate the unit had an adequate crimp. Without the product for analysis, a conclusive root cause of the stent dislodgement could not be determined.